Manufacturer narrative:
During the additional investigation conducted by the field service engineer (fse), the fse determined that the vision issue experienced by the customer was associated with the double camera controller (doco). The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected doco. The doco was returned to isi for evaluation. Engineering discovered that the right ccu had malfunctioned, thus resulting in the right image vision loss experienced by the customer. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgeon experienced video loss on the right eye image of the surgeon's console. An isi field service engineer was onsite during the surgical procedure and attempted to resolved the issue by powering down the system and replacing the camera head and camera cable, however, the issue remained. The patient had been under anesthesia for ~1 hour and docked to the system for ~30 minutes when the surgeon decided to abort the planned procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was reported.